Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5. H3, h6: a product investigation was conducted. Visual inspection: the helical blade/screw coupling screw (part #: 03.037.026, lot number: unknown) was received at us cq. Visual inspection of the complaint device showed no defects found with the device. Functional test: a functional assessment was performed on the complaint device with the returned mating device screw inserter (p/n: 03.037.025, lot number: l503504). The devices were not able to disassemble and both the devices were stuck. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: since the date of manufacture is unknown, the relevant current revision drawing was reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the devices were not able to disassemble and were stuck. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Since lot # is unknown, a manufacturing record evaluation was not performed for the received device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no patient involvement.

Manufacturer narrative:
Product complaint # (B)(4). Event year is reported as 2021; however exact date of event is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is jnj employee. Without a lot number, the device history records review could not be completed as no product was received. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, was not able to disassemble a connecting screw from lag screw inserter from a tfna set after the set came out of sterile processing department. The patient outcome was unknown. Concomitant devices reported: unknown tfna set (part# unknown, lot# unknown, quantity 1). This complaint involves two (2) devices. This report is for (1) helical blade/screw coupling screw. This report is 2 of 2 for (B)(4).